Manufacturer narrative:
(B)(4). Concomitant product(s): femoral head sterile product 12/14 taper/ pn 00801802801/ ln 63083907. Report source: - (B)(6). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a revision due to dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products - femoral head catalog#: 00801802801 lot#: 63083907, alloclassic femoral stem catalog#: 2843 lot#: 2865422. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.